Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height cm: unknown. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "6m po valve is blocked. Explanted."

Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. The permeability test has indicated that the valve has a blockage. An adjustment test is not applicable. This is a fixed pressure valve. The braking force and brake function test is not applicable. We performed a visual inspection of the paedigav valve. No deformation or damage of the valve were detected during the visual inspection. However deposits were observed on both the inlet and within the membrane of the pump chamber. Next we tested the permeability of the paedigav valve. The valve was shown to have a blockage. Finally, we have dismantled the valve. Inside the valve we have found a buildup of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the valve. Likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risk of the hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspections. Associated medwatch reports: 3003639970-2019-00011.